Event description:
It was reported, that the customer answered ¿yes¿ to the survey question. Are you aware of any events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module¿? There was no reported patient impact.

Manufacturer narrative:
The reported event of device had broken hinge issue. Was created to document the event, that the customer reported. The reported issue that the lvp module broken hinge could not be confirmed. And the root cause could not be determined. No product or device logs were returned for investigation. No device history search was performed, since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb), did not find an increasing trend for the reported issue of broken hinge. Based on the crb review and the limited information provided, no further investigation actions will be performed.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question " are you aware of any events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module?¿ there was no reported patient impact.